Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was programmed to infuse normal saline at a rate of 75ml/hr but the patient did not receive the prescribed fluid amount. Although the fluid was dripping in the drip chamber, the volume in the bag was not decreasing. The medical team was notified. No report of patient harm.